Manufacturer narrative:
Device received with critical pump error (open book image) alarm due to main download timeout/external flash crc test. Unable to determine the root cause, problem isolated to electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer¿s blood glucose level was 200 mg/dl. The customer stated that the troubleshooting was performed for the critical pump error alarm and they received the critical pump image ion the screen. The insulin pump will be returned for the analysis.